Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had balloon pump failure. The patient was on put itself into standby mode during surgery for a CABG. The crna teri brown noted in her intra-op note that the balloon pump stopped working and would not turn back on from standby mode, causing the patient to acutely decompensate thus requiring medical resuscitation. The 1st assist (cece) stated that she thought she may have pushed on something while doing the vein harvest in preparation for the CABG and thought that's why the balloon pump malfunctioned. Because of this, the balloon pump was not switched out as it was thought to be human error that caused it. However, later that night, after the surgery was completed and the patient was in the ICU, the machine did it again. The patient was a 2:1 at that time, and both nurses in the room stated that the machine did not alert at all when it put itself into standby mode, but that they noticed when the patient acutely decompensated again, requiring increased medication support for her blood pressure and heart rate. Both times the machine was plugged into an outlet and would not turn back on right away, leading to patient decompensation.

Manufacturer narrative:
Cs100 intra-aortic balloon pump (iabp) is upgraded to cs300 intra-aortic balloon pump (iabp). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Update in event date. Updated fields - b3, b4,e1(initial reporter), h11. Corrected field - h6(health effect ¿ clinical code). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had balloon pump failure. The patient was on put itself into standby mode during surgery for a CABG. The crna (B)(6) noted in her intra-op note that the balloon pump stopped working and would not turn back on from standby mode, causing the patient to acutely decompensate thus requiring medical resuscitation. The 1st assist (cece) stated that she thought she may have pushed on something while doing the vein harvest in preparation for the CABG and thought that's why the balloon pump malfunctioned. Because of this, the balloon pump was not switched out as it was thought to be human error that caused it. However, later that night, after the surgery was completed and the patient was in the ICU, the machine did it again. The patient was a 2:1 at that time, and both nurses in the room stated that the machine did not alert at all when it put itself into standby mode, but that they noticed when the patient acutely decompensated again, requiring increased medication support for her blood pressure and heart rate. Both times the machine was plugged into an outlet and would not turn back on right away, leading to patient decompensation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Cs100 intra-aortic balloon pump (iabp) is upgraded to cs300 intra-aortic balloon pump (iabp). The product details of cs300 are not available. Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e1(initial reporter), e3. The failure analysis and testing department received pcb with a reported unit failure of, intermittent, goes into standby. The failure analysis and testing department performed a visual inspection and found the part to be in good condition. The failure analysis and testing department installed pcb into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat department booted the pump into clinical mode to allow the unit to pump, and to observe if the unit would transition to standby mode. After four hours of run time, the fat department could not duplicate the unit going into standby mode. The board passed testing. Retaining the board in the fat department. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested the unit functionally, all tested ok. The fse ran the unit for several hours without issue. The fse could not duplicate the issue. The fse went through the log files and found that there were several pages of corrupt data in the ¿calibrations constants¿ and the ¿fos performance data¿ log files. The fse replaced the iabp main pcb and cleared the log files. The fse tested the unit for a couple days, while making various error conditions to generate logs. All tested within factory specifications and the log files populated correctly with no corruption. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b7, h6 (component code).

Manufacturer narrative:
Updated fields - a2, a3a, b4, g3, g6, h2, h11. Corrected fields - d9, d10, h6(medical device ¿ problem code).

Event description:
N/a